Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion. A review of the event history log identified upstream occlusion alarms. The cause was determined to be the ultrasonic sensor was out of specification. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant/ false upstream occlusion. The customer stated that duplicated error condition in shop; random upstream occlusion alarms during testing. The problem was found during routine infusion (medication, dose, programmed amount and delivery rate unknown). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.